Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd¿ precisionglide¿ needle, foreign matter was observed. The following information was provided by the initial reporter, translated from portuguese to english: it was observed presence of foreign matter sealed with the needles, which couldn't be used.

Manufacturer narrative:
H6: investigation summary: no samples or photos received for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. While we cannot identify a direct issue, possible root cause is human error.

Event description:
It was reported that while using a bd¿ precisionglide¿ needle, foreign matter was observed. The following information was provided by the initial reporter, translated from portuguese to english: it was observed presence of foreign matter sealed with the needles, which couldn't be used.